Manufacturer narrative:
(B)(4). Investigation summary: the pcee60a device was received for analysis with no visual non-conformances and with an (B)(4) cartridge loaded on the device. The cartridge reload was received partially fired. Additionally, the one piece sled was found to be broken in the area that interacts with the knife, making the reload non-functional. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the one piece sled became damaged, it should be noted that as part of our quality process, 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic pneumonectomy, the device could not be fired at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient.